Manufacturer narrative:
"This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence. "

Event description:
It was reported that the user observed a blood glucose value of 75 mg/dl overnight, treated with one oral glucose tablet, had no symptoms, received education that 75 mg/dl is within range and treatment thresholds apply at 70 mg/dl or below, and later completed a workout with blood glucose reported as stable; no device alerts or alarms were reported and troubleshooting and education were completed. Symptoms included no clinical manifestations. Outcomes included no injury and no change in clinical status. Investigation included customer interview and technical review based on user report. Investigation of this case revealed no device malfunction reported and normal device performance indicated by absence of alerts. It was concluded that the event was consistent with user concern for possible low glucose without confirmed hypoglycemia and no device-related issue identified. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.